Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue total daily dose not adding up properly; dates skipped in the total daily dose history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 08/02/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: a review of the pump black box showed that the date was manually changed from 04/10/2013 to 05/06/2013 making the total daily dose history appear inaccurate. During testing a normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The pump was exercised for 24 hours without time or date changes occurring.